Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Additional device implanted and related to this event includes: pxt281414 registration. Due diligence was performed to obtain information to complete all blank required spaces on this medwatch.

Event description:
In 2007, the patient was implanted with the gore excluder aaa endoprosthesis to treat an abdominal aortic aneursym as part of a post marketing surveillance study conducted in other country. The diameter of the aneurysm was 43mm. A CT image taken five months later, revealed a minor type ii endoleak and a minor type iii endoleak. The diameter of the aneursym was 46 x 40mm. A CT image was taken in 2008 revealed that the type ii and type iii endoleaks persisted and moderate aneursym enlargement. The diameter of the aneurysm was 48 x 47mm.